Event description:
It was reported that the manufacturer representative read greater than 4000 ohms on some of the bipolar pairs. They were in a case to place the permanent system with all new components. The lead was tested prior to placing the first new implantable neurostimulator (ins) and they were getting good motor response between 4 to 6v or around 5v. With the first ins they were getting greater than 4000 ohms on pairs case and 3, 0 and 2, 0 and 3, and 1 and 2. The lead was removed from the ins, dried off, and placed in the ins and they continued to see greater than 4000 ohms. They changed out the ins for a second new ins and were getting some elevated impedances. The manufacturer representative programmed the patient with programming to test for motor response. With 0 negative and 3 positive they didn¿t get motor response and went up to 5v and didn¿t get motor response with this particular programming when they were testing the lead alone when they first started procedure. With 2 negative and 0 positive the patient got motor response at 3.1v and they had gotten good motor response on this pair previously with the lead alone. With 0 positive and 3 negative the patient was getting motor response at 2.5v and had gotten good motor response on this pair previously with the lead alone. Impedances taken with the second ins at default settings were case and 1 at 1469 ohms, case and 2 at 822 ohms, case and 3 at 1469, 0 and 1 at 3041 ohms, 0 and 2 at 2946 ohms, 0 and 3 at 3041 ohms, 1 and 2 at 2946, 1 and 3 at 3041, and 2 and 3at 2946 ohms. The next day it was reported that the patient was fine post-operatively and had appropriate sensory responses on all programs at rate of 14 and pulse width of 210. The programs were set at 0 negative and 3 positive at 1.4 amps, 1 negative and 3 positive at 1.4, 2 negative and 1 positive at 0.9, 3 negative and 1 positive at 0.9. It was further reported that the last 2 programs had 0 positive instead of 1 positive. The ins that was not implanted would be returned for analysis. The cause of the impedance issue was not determined. There was no patient death and no patient injury.

Manufacturer narrative:
Concomitant products: product ID 3058, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3889-28, lot# va0nsgq, implanted: (B)(6) 2014, product type lead; product ID 8840, serial # unknown, product type programmer, physician. (B)(4). Analysis of the ins ((B)(4)) found that the setscrew was backed out too far.